Event description:
It was reported that high impedances were displayed on the spinal cord stimulation lead. The patient experienced inadequate stimulation to the pain area. The patient underwent a lead replacement procedure and was doing well postoperatively. The lead will not be returned as it was retained by the patient. The implant date and lead serial number are unable to be obtained.